Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded data log observed firmware errors, however, it is unrelated to the customer complaint. A "try it" manual drop test for intermittency was performed and the test passed. The receiver case was opened for further evaluation. An interior inspection was performed and the inspection passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the patient experienced an intermittent audio alert and was unconscious due to a hypoglycemic event. Patient reported experiencing a low blood glucose (bg) of 46 mg/dl for which the continuous glucose monitor (cgm) did not alarm while driving. Patient was involved in a car accident. Paramedics transported patient to hospital. Patient was treated with one (1) tylenol, 50 mg and sent home the same day. At the time of contact, patient is fine and at home. Additionally, the patient tested the receiver's alerts and they worked. No further event or patient information is available. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.